Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device migrated in the pocket. The device migration was confirmed via diagnostic imaging. A revision surgery was performed and the device pocket was revised to resolve the event. The patient was stable following the procedure and there were no adverse consequences.